Event description:
In preparation for a cardiopulmonary bypass procedure, the roller pump displayed overspeed 3 message and stopped. The procedure was completed successfully without adverse consequences to the pt.